Event description:
It was reported that the patient was admitted for dyspnea, driveline infection, and failed two weeks antibiotics therapy. Cultures were positive for corynebacterium and stenotrophomonas. The patient was treated with frequent dressing changes and was started on levaquin (levofloxacin), vancomycin, and augmentin (amoxicillin) for 4 weeks.

Manufacturer narrative:
Related MFR numbers # 2916596-2023-01246 and # 2916596-2023-01242. Manufacturer's investigation conclusion: the pump was exchanged (MFR # 2916596-2023-01082). A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.